Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : united states.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of kinked cannula. The event resulted in diabetic ketoacidosis (dka) on (B)(6) 2025 requiring hospitalization with a blood glucose level of 600 mg/dl and positive ketones. Patient was treated with intravenous fluids of insulin and discharged after 24 hours. Blood glucose level after recovery was 200 mg.dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.